Event description:
A physician reported that after intraocular lens (iol) implantation, the lens decentered superiorly. The patient was complaining of reduced visual acuity and unable to improve on refraction.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).